Manufacturer narrative:
Supplemental MDR is needed to correct the UDI number.

Event description:
It was reported that a patient presented in clinic after receiving a vibratory patient notifier. Upon interrogation, the device found to be in backup vvi mode. A device download was performed successfully which resolved device functions. The patient was stable.